Manufacturer narrative:
Intuitive surgical, inc. (Isi) did not receive a da vinci product to perform failure analysis.

Event description:
It was reported that after a da vinci-assisted right hemicolectomy procedure, a post-operative bleed was observed. The customer reported the patient's hemoglobin had dropped requiring two to three units of blood. The customer stated the bleeding was external of the anastomosis, at the mesentery junction of the bowel. As the patient was not passing blood, the surgeon stated the bleeding was not at the staple line and did not require surgical intervention. The patient was discharged four days post-operation. The cause of the complication is unknown. Intuitive surgical, inc. (Isi) has attempted to contact the customer to obtain additional information regarding the reported event. However, as of the date of this report, no new information has been received.